Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Nurse confirmed there was no back arrow to view the last 2 hours. Only shows from 18:52. Tried going forward and then moving back and now graph only shows from 18:53. Discussed doing data download at end of patient therapy. Noted they will loop in tm for assistance. Advised they will forward this inquiry to quality for investigation. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, g, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been cooling for 2 hours and they were unable to view patient temperature and water temperature for the duration. Nurse confirmed there was no back arrow to view the last 2 hours. Only shows from 18:52. Tried going forward and then moving back and now graph only shows from 18:53. Discussed doing data download at end of patient therapy. Noted they will loop in tm for assistance. Advised they will forward this inquiry to quality for investigation. Sn (B)(6).

Event description:
It was reported that the nurse stated patient had been cooling for 2 hours and they were unable to view patient temperature and water temperature for the duration. Nurse confirmed there was no back arrow to view the last 2 hours. Only shows from 18:52. Tried going forward and then moving back and now graph only shows from 18:53. Discussed doing data download at end of patient therapy. Noted they will loop in tm for assistance. Advised they will forward this inquiry to quality for investigation. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.